Event description:
Healthcare professional reported injecting a patient with an unspecified juvéderm® and experienced manifesting inflammatory situation of granulomatous type (late immune nodules). An ultrasound is needed to see the location. Biopsy was not provided. Event status is unknown.

Manufacturer narrative:
Clarification to e1: phone number is provided as (B)(6). Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.